Manufacturer narrative:
(B)(4). Customer returned one 3-lumen cvc catheter for evaluation. Visual inspection of the catheter revealed that both the proximal and distal extension lines were separated from the catheter. Only the proximal extension line was returned. The customer stated they had intentionally cut the distal extension line. The separation points on both extension lines were smooth , consistent with a sharp object contact the extension lines (i.e. Scalpel, scissors). The total length of the catheter body measured 164 mm, which is within specifications of 159-175 mm per catheter graphic. The outer diameter of the proximal extension line measured 2.15 mm, which is within specifications of 2.13-2.21 mm per the proximal extension line extrusion graphic. The inner diameter of the proximal extension line measured 1.4986 mm, which is within specifications of 1.42-1.50 mm per the proximal extension line extrusion graphic. The outer diameter of the distal extension line measured 2.18 mm, which is within specifications of 2.13-2.21 mm per the distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.4732 mm, which is within specifications of 1.42-1.50 mm per the distal extension line extrusion graphic. The catheter was functionally tested per the instructions for use which states , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial extension line was flushed and no leaks or blocks were detected. A manual tug test confirmed the proximal and medial luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line separated was confirmed by an investigation of the returned sample. Visual inspection revealed both the distal and proximal extension lines were separated from the returned catheter. Only the proximal extension line was returned. The customer stated that they had intentionally separated the distal line. The separation points appeared smooth on both extension lines, consistent with a sharp object cutting the lines. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, unintentional use error likely caused or contributed to this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "after opening the cvc's dressing, the proximal line separated. The line was urgently clamped." The catheter was inserted in the right jugular and "fixed with threads and tegaderm". No patient harm was reported. Another cvc was inserted.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "after opening the cvc's dressing, the proximal line separated. The line was urgently clamped." The catheter was inserted in the right jugular and "fixed with threads and tegaderm". No patient harm was reported. Another cvc was inserted.